Event description:
It was reported that the right ventricular (rv) lead measured high impedance on the superior vena cava (svc) coil. A fracture was s uspected on the svc cable. During the replacement attempt there was occlusion in the svc. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and the impedance on the svc (superior vena cava) defibrillationcoil was beyond the expected upper range. Alert triggered for svc lead impedance measuring greater than 200 ohms on 2014-(B)(6). On 2014-(B)(6), svc lead impedance measured 220 ohms. Concomitant: 6940-52 lead implanted: 2000-(B)(6). (B)(4)